Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump. After completing the reset, the pump did not display the error again, and the customer successfully started a new sensor session.